Manufacturer narrative:
Estimated date based on implant date. Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot#: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [10 mg/ml] at an unknown dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that there was meningitis and infection of the pump pocket on an unknown date and the whole pump¿s system was inflamed. The system was explanted on an unknown date and would not be returned as the pump ad catheter were ¿lost¿ and ¿the customer saw no reason for returning the product". Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿. The patient¿s medical history and weight were asked but unknown. No further complications were reported or anticipated.